Manufacturer narrative:
It was reported that when a patient is transferred from one device to another within the same group, the cns (central monitor system) looses patient data. The biomedical engineer confirmed that the cns has never been restarted before. Customer was advised to restart the cns every 3 months per the manual to clear the system cache. There was no patient harm reported. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported that when a patient is transferred from one device to another within the same group, the cns (central monitor system) looses patient data.